Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the device did not jump during deployment. During the deployment process, the tip end will automatically retreat with the deployment of the stent.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. However, the proximal end of the braid opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open and damaged braid could not be determined. Possible cause of failure to open includes damaged braid and severe vessel tortuosity. Customer reported that the pipeline flex was resheathed less than or equal to 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 223802846); product ID ped-500-35 (b432080). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a phenom catheter was found damaged, a pipeline encountered resistance and became stuck with another device, and another pipeline failed to open.  The patient was undergoing blood flow guiding dense mesh stent implantation for treatment of two saccular, unruptured aneurysms in the posterior communicating and cavernous sinus segments of the left internal carotid artery. The posterior communicating artery had a max diameter of 6 mm and a 6 mm neck diameter. The cavernous sinus segment had a max diameter of 17 mm and a 19 mm neck diameter. The landing zone was 3.5 mm distally and 4.9 mm proximally. The accessed vessel was the femoral artery with a diameter of 6 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was in the normal range. The angiographic result post procedure was normal and healthy. It was reported that multiple aneurysms in the distal posterior communicating segment and cavernous sinus segment of the left internal carotid artery. A blood flow-directing dense mesh stent implantation was planned, and the large aneurysm in the cavernous sinus segment was planned to be filled with spring coil to promote its healing. The femoral artery was punctured bilaterally, and the right femoral artery neuron max 6f long sheath went upper to the petrosal segment. At the same time, 6f navien went upper to the posterior curve of the cavernous sinus to provide stable support. The phenom27 guidewire was placed to the ipsilateral middle cerebral artery m2, and the contralateral guidewire was conventionally guided. The echlon10 guidewire was successfully entered into the cavernous sinus segment aneurysm cavity under the guidance of sychro. After everything was prepared, the model selected for the first ped was ped-450-35. After hydration, the delivery went smoothly, and all subsequent operations were normal. The distal end was anchored at the level of middle cerebral artery m1, which just covered the aneurysm at the end of the internal carotid artery. After deployed the first ped, continued to open the first ped. The selected model was ped-475-35. Bridge treatment for a large aneurysm in the caver nous sinus segment below. After hydration, the delivery went smoothly, and subsequent operations were all normal. However, because the blood vessels involved in the disease were too long, the proximal aneurysm was not covered after the second ped-475-35 was deployed. The tail end of the ped retracted to the far side of the aneurysm neck, so the third ped was opened again. The model selected was ped-500-35. The hydration delivery went smoothly, and the opening of the tip end went smoothly. Because the stent needed to be pulled proximally to cover the large aneurysm in the proximal cavernous sinus segment, the operator opened the tip end of the third ped and then fully removed the stent and microcatheter. But the third ped-500-35 and the second ped-475-35 were firmly stuck together, and there was no way to pull them back to the near end. After repeated operations and adjustments, there was still no way to pull the third ped-500-35 back to the proximal end. In desperation, we could only try to recover some of the deployed stents by recovered them again. But at the final stage, it was found that it was difficult to recover the tip end of the stent into the stent catheter phenom27. The stent was stuck, there was no way to recover it into the phenom27 stent catheter. After repeated operations without success, pulled it down together with a little force. It was suspected that the third ped-500-35 tip and the phenom27 stent catheter was damaged. After the whole body was withdrawn from the body, it was found that the tip end of the stent was indeed damaged. The tip end of the phenom also suffered deformation damage caused by stretching. Re-opened a phenom27 stent catheter and entered the deployed ped-475-35 again under the guidance of sychro. Phenom27 also followed smoothly. After the stent catheter guidewire was placed to the two deployed ped450 and ped475, a brand new ped-500-35 was removed, which was the fourth stent for this surgery. However, another problem occurred when this stent was deployed, that was, the tip end of the stent could not be opened and attached to the wall well. The stent was deployed to a sufficient length, but the tip end of the stent still could not be opened properly. Repeated push-p ull and swing adjustments to increase and decrease the tension wanted to promote the distal end of the stent to open better and adhere to the wall, but there was still no solution. Suspected there might be something wrong with this lot of stents. The surgeon had no choice but to remove the stent from the body. However, since the treatment of the proximal aneurysm had not been completed, the surgeon decided to open the fifth ped in this surgery. The model was still ped-500-35, and the hydration delivery was in place. And the stent catheter phenom27 was slowly pulled back to the ophthalmic artery segment to provide some tension to prevent falling, and the fifth ped-500-35 was slowly deployed. This time, both the tip end and the middle section of the ped were deployed much more smoothly than before, and finally the proximal end was also deployed smoothly. The three peds were well bridged together, and the large tumor in the proximal cavernous sinus segment was also filled with some coils. The surgery was completed perfectly. It was reported the pipeline got stuck (locked up) in the catheter or resistance in the distal section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section during deployment. The physician did release the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. The catheter was damaged in the distal section and was described as kinked/flat. The pushwire was not damaged. For the pipeline (lot # b433351) it was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 times. There were additional steps required to open the pipeline including push-pull swing, increased and decreased tension, the stent had not been deployed at this time, and there was no guidewire catheter assistance or balloon angioplasty. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was also reported there was catheter resistance in the distal section. It was reported there was a catheter kink observed in the distal section. The pipeline was not used for an indication that was off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max 6f sheath, navien 6f guide catheter, echelon 10 coil microcatheter, phenom 27 stent catheter, stryker synchro 0.014 in, several medtronic axium coils, liquid embolic.